Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Upon receipt at abbott diagnostics scarborough, the instrument was sent to the systems group for further investigation. Systems found that the instrument successfully powered on and passed self test after logging in. Did not observe smoke at this time. Removed instruments cover housing to visually inspect for signs of smoke/burnt damage. Observed a lingering burnt smell under cover, tantalum capacitor (c118) on ax core board had failed and visually looked burnt / damaged. Customers complaint of smoke coming from instrument was confirmed with a visual inspection of circuit boards. In conclusion, the customer's returned instrument was replicated for smoke/burnt damage and a lingering burnt smell when tested at abbott diagnostics scarborough. A root cause of customers complaint is a failure of c118 (ax core board) a 16v tantalum capacitor on a 5v bus. A component failure is considered a supplier / vendor issue. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that the ID now instrument shut down on (B)(6) 2021 while the instrument was warming up. The customer reported hearing a loud noise coming from the instrument followed by smoke and a burnt smell. The customer disconnected the instrument from the power source and rebooted the instrument, and again the instrument starting smoking. The customer stated instrument was plugged to a back up battery with surge protection along with another instrument and only the ID now presented issue. The customer informed no liquids were spilled inside instrument. The customer reported that no staff members were harmed.